Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durum/ldh system. It was reported the patient was implanted a unk durum acetabular component on the left side on (B)(6), 2008. The patient was revised on (B)(6), 2013 due to infection.

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on (B)(6) 2015. Since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p. The patient was revised due to pain,pseudotumour,fluid collection and inflammation. This is a bilateral claim. Right side complaint : (B)(4).